Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was frequently alarming for them to replace the battery. This complaint is being reported because the issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2013 with the following findings: the device's black box history showed dates from 9/7/2013-9/16/2013. Complaint was logged on 8/16/2013. There was no black box data to support that timeframe. Current black box showed no rebooting events related to the complaint or excessive battery usage. Alarm history showed multiple replace battery alarms on 8/16/2013. The battery compartment was intact with no damage. No evidence of moisture contamination was found inside the battery compartment. The battery cap was able to be fully tightened. A power loss was not observed when the pump was exercised for 24 hours. No power loss or battery related warnings were duplicated. Current power draws were within specifications.  Pump case was removed and no evidence of moisture contamination was found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.